Manufacturer narrative:
One device was returned for repair with complaint that the downstream occlusion (dso) seal was damaged. Review of event history log found no related alarms. No relevant service history was found. Visual/functional testing was performed. Found the dso seal is ripped and lifting, and the upstream occlusion (uso) seal is buckling. Replaced the dso and uso seals. The device passed all testing post repair.

Event description:
It was reported the downstream occlusion (dso) seal was damaged and bubbled. There was no patient involvement, and no patient harm reported.